Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed. Additional info received indicated that the customer had not experienced further occlusion alarms.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer cleared the alarm. The customer's blood glucose level was not impacted. As the contact did not have the pump at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.